Event description:
It was further reported that the right ventricular (rv) lead fractured and triggered a lead integrity alert (lia) for high pace/sense impedance and high short interval counts (sic). The lead was capped and replaced.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant products: 5076 implantable pacing lead (B)(6) 2005; 310c31 implantable tissue valve (B)(6) 2011. (B)(4).

Event description:
It was reported the superior vena cava coil on the right ventricular lead demonstrated a sudden spike in the impedance with a high impedance measurement. The lead remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
(B)(4).